Manufacturer narrative:
The customer reported that their AED's audio prompts were not clear. Upon return, the device was evaluated and underwent bench testing. The reported issue could not be confirmed. The AED operated as intended throughout testing.

Event description:
An international distributor reported a customer's AED's audio prompts are not clear. The customer did not report this occurring during patient use.